Event description:
A customer contacted (B)(4) fluid leaking on the floor during prime on the home choice (hc) during prime. The home patient (hp) stated that she was repriming the patient line and holding the line below the hc machine. (B)(4) advised the hp that if the line was below the hc while priming fluid would come out of the patient line. The hp wanted to start over with new supplies. While disconnecting the set up, it was also found that the hp had not closed the second supply line clamp or final line clamp during prime. (B)(4) advised the hp that both unused line clamps needed to be closed during setup and throughout therapy. The hp would start over with new supplies. The patient was involved but there was no serious injury or medical intervention indicated at the time of the initial report. During a follow up with the hp regarding the leak, it was revealed that the fluid was not leaking from the top of the line, rather from the patient extension line. Per hp, the fluid was found leaking on the floor, she was not certain if it was coming from a hole in line or from a connection point. The hp thinks it may have been from the extension line itself. This writer informed the hp that a return kit will sent to her to retrieve the sample. The hp stated that she did discuss the issue with her nurse. Per hp, she did not have any injury or harm as a result of this incident. The hp stated that she is doing fine and continuing therapy. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). One actual sample was received in reference to the leak. The set was visually inspected with solution noted in set. The set was placed on the homechoice (hc) machine for priming with no alarms or leaks noted. No manufacturing abnormalities were noted during visual inspection. This complaint for a report of a leak found during prime was not confirmed on the actual sample received. No root cause has been identified. A batch review was not performed since no lot number was available. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample has been reported to be available for evaluation and has been requested. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.